Event description:
Orthodontist reported that a piece of enamel down-to-dentin was removed from pt's lower right first bicuspid (tooth #28) when the bracket spontaneously debonded. Orthodontist stated that the spontaneous debonding occurred while pt was eating. Pt's tooth has been repaired with composite.